Event description:
On 03 october 2007, the sales representative reported that the set screw driver was twisted at the end. A week later, the sales representative replied to an inquiry and reported that during a posterior cervical surgery, the scrub tech did not put the torque limiting handle on the driver for final tightening. The driver bent. The surgeon finished screwing the remaining three screws with another driver in the kit and completed the case. There was no report of surgical delay or patient injury.

Manufacturer narrative:
Evaluation is pending.